Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 701:00; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 701:00 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a corroded pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event for the reported condition.